Event description:
Patient underwent incarcerated left femoral hernia repair and bladder laceration repair. A 20 fr rusch hematuria catheter was placed in the operating room at 14:11. That evening patient transferred from bed to chair, a foley slid out of urethra. Patient reports she felt like it got caught on something, but it didn't hurt when it came out. Balloon was not inflated. No urethral trauma evident and no bladder/pain reported by patient. Catheter balloon was filled with water to inspect for proper function and water leaked from the balloon after 2ml injected despite it being a 30ml balloon. No injury to patient. Patient was re-catheterized with a 22fr catheter.